Event description:
Emergency room personnel were attending to a pt, condition unk. An attempt was made at countershocking the pt, however after charging the defibrillator, the device would intermittently not discharge. There were no adverse effects to the pt reported as a result of the alleged malfunction.